Event description:
New information received noted that the patient was scheduled for a right ventricular lead revision procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that the right ventricular lead exhibited multiple alerts for over-sensing of lead noise and low impedance. No interventions were reported. The patient was stable.